Manufacturer narrative:
If information is obtained that was... UDI: (B)(4).

Event description:
The affiliate reported via email defective milagro screw. Additional information received via email from the affiliate on 6-13-17 is that the additional information has been requested from the sales rep and the affiliate forwarded photos of the failure. The picture confirms the screw is broken.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. No further information was provided. Screw breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. Other than this possibility, a root cause cannot be determined. A DHR review has been conducted and the results indicate that this batch of product was processed with an unrelated incident with no link to this complaint and therefore there is no evidence of manufacturing anomalies on the records reviewed. Further, a review into the depuy mitek complaints system revealed 1 dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation revealed the distal portion of the screw was broken off along the screw thread; only the proximal portion of the screw was returned, confirming this complaint. Although no information was provided on when or how the break occurred, the pattern of the screw break along the thread line indicates potential use of excess torsion during insertion. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality, or using incorrect instrumentation for preparing the bone hole; however, the root cause of this specific device failure cannot be conclusively determined. Review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed one other dissimilar complaint for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).